Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Factors that may contribute to device entrapment include but are not limited to; device stuck on tissue, or incorrect or no tissue track preparation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a moderately calcified right common femoral artery using a starclose se device after an interventional percutaneous transluminal angioplasty and stenting procedure with a 6f sheath. Reportedly, the device got stuck after deployment. Surgical cut down was done to remove the device then a patch was applied to achieve hemostasis. There was no adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.